Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they had a "stuttering effect that all the sudden came on" and people thought the patient was having a stroke. The patient stated that they were taken to the emergency room (ER) and had a cat scan of their head. Based on the results of the cat scan, the patient stated that they did not have a stroke. However, the patient and their healthcare provider do not know if the patient's symptoms were related to the implantable neurostimulator (ins). The patient mentioned that sometimes parkinson's can sometimes create a "stuttering effect," but in this instance it happened suddenly. They stated that their symptoms are now under control.